Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during an internal service activity, the fenestrated bipolar forceps instrument had a damaged conductor wire. There was no patient involvement.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have damaged conductor wire insulation at the yaw pulley. The internal conductor wires were exposed. The conductor wire was not frayed or broken. The instrument passed the electrical continuity test. There was no fragmentation of the insulation. The complaint regarding a damaged conductor wire was confirmed by failure analysis. The probable root cause of damaged conductor wire insulation is attributed to damage from mechanical impact.